Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfilling occurred while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that the tubes are underfiling. Experienced phlebotomist drew a blue top vial for lab, anti xa. The vial did not fill all the way. It stopped at half-way. A second vial from the same lot also stopped half way. Another vial was drawn from a different lot number and filled completely.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that underfilling occurred while using bd vacutainer buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that the tubes are underfiling experienced phlebotomist drew a blue top vial for lab, anti xa. The vial did not fill all the way. It stopped at half-way. A second vial from the same lot also stopped half way. Another vial was drawn from a different lot number and filled completely.